Event description:
Per the clinic, the patient experienced an exposure of the electrode array through the retroauricular skin. Subsequently, the patient underwent a skin flap revision surgery under general anesthesia on (B)(6) 2024.